Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer found that the storage space full height drawer six was not opening or closing. The latch sensor had drifted away from the locked position and was not recognizing the magnet on the latch. The electrical sensor was repositioned back to its original locked position. The storage space was recovered to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.